Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm history or perform all functional testing including the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error. He stated that the device was exposed to a magnetic field since he was next to an MRI machine. The drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.